Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for erratic and low blood glucose test results (accompanied by symptoms). The customer is concerned with tests results from results obtained of 59 and 97mg/dl. The expected fasting blood glucose test result range is 120-130mg/dl. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 129 and 134mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/31/2020, and open vial date is one month ago. The meter memory was reviewed for previous test result history: (B)(6). Customer concern with the results the meter is giving. Customer states that she run a back-to-back blood test and 59/97mg/dl fasting and the test were done on the same finger. Customer states that she was feeling symptoms of low blood sugar with the results of 59/97.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 12/21/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for erratic and low blood glucose test results (accompanied by symptoms). The customer is concerned with tests results from results obtained of 59 and 97mg/dl. The expected fasting blood glucose test result range is 120-130mg/dl. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on 12/12/2018, a blood test was performed non-fasting by the customer and produced test results of 129 and 134mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is one month ago. The meter memory was reviewed for previous test result history: result 1:109mg/dl, date:12/2012, time:4:09pm fasting; result 2:108mg/dl, date:12/2012, time:121pm fasting; result 3:150mg/dl, date:12/2012, time:3:35am non- fasting; result 4:159mg/dl, date:12/2012, time:143am non- fasting; result 5:97mg/dl, date:12/2012, time:12:24am fasting; result 6 59mg/dl, date:12/2012, time:12:22am fasting. Customer concern with the results the meter is giving. Customer states that she run a back to back blood test and 59/97mg/dl fasting and the test were done on the same finger. Customer states that she was feeling symptoms of low blood sugar with the results of 59/97.